Event description:
During the implant procedure, while using the medtronic catheter passer, the patient experienced bleeding. Physician applied direct pressure and used cautery to stop the bleeding. This resolved the issue.